Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high impedance measurements. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.